Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Device history records review not available for reporting at this time. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t-pal spacer applicator was discovered to be sticking after it went through the wash. The sales consultant was fiddling with the device after it went through the wash. There was no patient or procedure involvement. This report involves 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part: 03.812.003 , lot: 9924872 , manufacturing site: haegendorf , release to warehouse date: 28. July 2016 . No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: device evaluation: based on the received condition of the device, the ¿damage: visual (appearance not as expected)¿ investigation flow was completed for this investigation. Visual inspection showed that the returned t-pal spacer applicator inner shaft was received disassembled form the mating t-pal spacer applicator handle, 03.812.001, and t-pal spacer applicator knob, 03.812.004. The mating devices were not returned. Inspection of the proximal coupling of the inner shaft showed deformed edges. Specifically, the edges at the base and along the flats of the ball of the coupling are rolled over and distorted. See ¿pc-000160774, investigation images¿ attached. The balance of the device was inspected and no issues which would impact the functionality of the device were observed. Based on the observed deformation, the complaint condition was confirmed and determined to agree with the reported condition as the observed deformation would impact the connection with the mating devices. During the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed: inner shaft: shaft (component . During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Dimensional inspection of the ball tip coupling could not be conducted due to the post manufacturing deformation. The returned t-pal applicator inner shaft (03.812.003) is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle (03.812.001) and knob (03.812.004) assembly until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering (pdl102). Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be detached from the implanted spacer. Conclusion: the complaint condition is confirmed based on the observed deformation of the proximal coupling. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, the deformation on the edges of the flats is consistent with rotational force from the mating device over the flats, rounding the edges, and the deformation at the base of the ball tip coupling is consistent with force applied from the mating device in the direction of removal. Thus, it is probable that the device use impacted the complaint condition. No design or manufacturing defect or deficiency was observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.